Event description:
It was reported by the rep the device was used in an incarcerated hernia/small bowel resection. It was reported the surgeon performed a small bowel resection for incarceration after an inquinal hernia procedure. The device was fired across the small bowel to begin transection of tissue. The stapler fired an inconsistant staple line and the knife blade did not cut entirely through the length of the firing stroke. The stapler was reloaded and performed in a similar fashion. The surgeon asked for a new device for the 3rd firing on functional end to end anastomosis. That stapler, as well did not fire smoothly. Both instruments have the same lot number. A third device was opened from a different lot number and functioned as expected. The surgeon took down the entire anastomosis and resected another 3-4" of bowel to perform and complete the bowel anastomosis to his acceptability. There was no consequence to the pt.